Manufacturer narrative:
There was no prime or fill anomalies, priming loop anomalies, ramping of number anomalies, battery icon anomaly, reservoir volume icon anomaly and alert or alarm icon anomalies noted. The insulin pump passed the displacement test, rewind test, prime, compromised force sensor test, basic occlusion test and occlusion test. There were minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It is reported that a customer's insulin pump is stuck in priming loop. The patient's blood glucose level was at 122 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.